Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The foreign material residue point was confirmed to be free from deformation. The event can be detected and prevented by following the instructions for use: -gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. -gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: state, province, or territory=blank. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material coming out of the air/water nozzle. There was no report of patient involvement or user injury associated with this event.